Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: d9. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the sample was returned with evidence of manipulation from surgical procedure. Small cracks were observed over the surface of the balloon, confirming the complaint condition. Stent component was not returned for evaluation. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test can not be performed due to the condition of the complaint can not be replicated, however, with the damage observed it is reasonable a functional issue may be present during usage. The overall complaint was confirmed as the observed condition of the vertebral body set/medium- sterile would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part: 09.804.601s synthes lot: 82330018 supplier lot: 82330018 lot: 82330018 (catheter vbs ¿ catheter assembly process) lot: 82329894 (vbs l, packaging process using catheter 82330018) release to warehouse date: 08.mar.2025 supplier: confluent medical technologies. No ncrs were generated during production. Device history review ==> review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l2) performed on (B)(6) 2025. In the surgery, when the surgeon inflated the stent balloon after inflating the trial balloon, the stent balloon broke. While inflating the stent balloon, the surgeon found that the pressure of the inflation system was not increasing and could not dilate the stent because the balloon broke. There was no particular pressure of the inflation system during the surgery, so it was unlikely that the balloon would have hit a hard bone. After performing a negative pressure manipulation with a trial balloon, the surgeon inserted the unexpanded stent into the vertebral body and dilated it again and was able to dilate the stent. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin and 510k are not available.